Manufacturer narrative:
Age at time of event, date of birth: 1965. Additional suspect medical device components involved in the event: model: sc-2316-50 serial #:ni description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient underwent a lead replacement procedure. No further information can be obtained.